Manufacturer narrative:
H4: the lot was manufactured between may 9, 2023 - may 11, 2023. H11: the actual device was received for evaluation. During visual inspection a black particle matter (pm) was observed embedded in the tubing line which is not in the fluid path. The pm measured to be 0.06 square mm in size. The pm was identified to be polyvinyl chloride (pvc) via ftir test (fourier-transform infrared spectroscopy). Pvc is the actual material of the device tubing line. A fragment of burnt pvc can potentially be embedded in the material of the tubing line during the manufacture of the tubing line. The reported condition was verified; however, since the pm is not in the fluid path this is considered a cosmetic issue and does not have the potential to cause or contribute to a serious injury. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed on the administration tubing of a large volume infusor. It was unknown whether the pm was located outside or inside the administration tubing. This issue was discovered prior to patient use at the hospital. There was no patient involvement. No additional information is available.